Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted blood in the terminal pin opening. Puncture holes along with tears in the insulation were observed 256 mm from the terminal pin. A separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil was noted. Associated with this was a slight stretching of the proximal end of this shocking coil. The helix was fully retracted, and tissue was entwined in the helix, completely covering the helix tip. The tissue was removed for further testing. Resistance and pressure tests were completed to assess the lead¿s electrical performance and insulation integrity. Measurements throughout the electrical tests were within normal limits; the pressure test failed due to the puncture holes in the insulation. The helix mechanism was tested and functioned appropriately, requiring 11 turns to extend the helix and 10 turns to retract the helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. However, the tissue entwined in the helix could have prevented the helix from engaging the heart tissue properly during repositioning attempts, depending on when the tissue became entwined.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead underwent two lead revision procedures due to dislodgements. The patient was pacemaker dependent. It was reported that the patient was hospitalized due to his low heart rate, and had also experienced asystole several times while in the emergency department, resulting in the use of a temporary pacing wire. The lead was repositioned once, and two weeks later it was repositioned again. Now, the physician suspected that the electrode was damaged and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--